Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Two photos were provided. One photo showed the ultrasert device held by an ungloved hand. The view was from the top. The view was from mid-barrel to the end of the tip. The plunger was not visible and appeared to have been removed from the device. Viscoelastic was visible in the device. The loading bay door was open. The yellow single-piece lens was visible slightly advanced still in the loading area. The trailing haptic was broken, positioned behind the lens. The leading haptic was inside the nozzle entry area. Possible optic damage was observed, which may indicate a plunger override. The second photo showed the device from the bottom. The view was from mid-barrel to the wound guard. The plunger was visible at the loading area in this photo. A green arrow was pointing to what may be a haptic in the nozzle entry. The optic was visible partially advanced still in the loading area. Due to the opaque nature of the nozzle, no other details can be discerned in this photo. A qualified viscoelastic was indicated. Based on review of the provided photos the trailing haptic was broken in the device. Possible optic damage was observed, which may indicate a plunger override occurred. The device was not returned a root cause cannot be determined without physical examination of the device. The IFU (instructions for use) instructs: fully insert the ovd (ophthalmic viscosurgical device) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The IFU instructs: take at least 7 seconds to gently fold the iol (intraocular lens) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, didn't had a piece (haptic broken) and the patient was sedated. There was no patient contact. The procedure was completed on same day. Additional information has been requested.